Event description:
This is a report of a locking titanium adapter that disconnected from the catheter and caused solution to leak on the patient during peritoneal dialysis therapy. The patient was given antibiotics and had their catheter repositioned. There was patient involvement, but there was no report of patient injury or medical intervention associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned, a complete device analysis cannot be completed. A batch review was conducted for potentially associated lot number 11e31h35 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted.